Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while on site it was noted that the emitter was stuck inside the emitter box and they were unable to get the emitter out from the port. No patient was present at the time of the event.

Manufacturer narrative:
Additional information: concomitant medical products information references the main component of the system. Other relevant device(s) are: product ID: 9660651, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown; product ID: 9731203, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown. H3) the field generator was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The lemo connector from the field generator failed to release when pulled and was found stuck on the field generator port on the electromagnetic localization system box. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The electromagnetic localization system box was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The lemo connector from the field generator was stuck in the electromagnetic localization system box. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the damaged port was still functional, but the emitter was stuck in it and could not be removed.